Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead damage. Moreover, when trying to pull the wire out during the procedure, the wire would not come out and the lead was dislodged. A new lead was successfully implanted. No adverse patient effects were reported.